Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump alarmed after new batteries were installed and after the battery contacts were cleaned. Customer declined to troubleshoot further and was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A new battery was inserted multiple times and pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, test and all operating current measurement were normal. No unexpected low battery, failed battery or off no power alarm noted, however the battery tube was corroded. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.